Event description:
Patient to operating room for right ureteroscopy with lithotripsy fragment removal and stent exchange. During the procedure the tip of the fiber on the laser did crack and a small (less than 1mm piece") was noted in the lower pole of the collecting system. Physician proceeded to break up the stones and remove stone fragments. Once all the stone pieces were cleared, the small piece of fiber from the laser was collected with the basket and pulled out and removed intact. No harm to patient.